Event description:
Additional information received reported the lead fracture had been manifested by muscle contractions at the site of the fracture. Stimulation was turned off and the contractions resolved, but the patient's nausea and vomiting increased dramatically. Additional information received also indicated surgical lead replacement took place on (B)(6) 2011 (which contradicted the previously reported revision date). The manufacturer's device registry also indicated lead replacement on (B)(6) 2011. Upper endoscopy was used to ensure the leads had not transgressed the lumen of the stomach turning placement, and they had not. The old leads were removed from the implantable neurostimulator (ins) and the ins was cleaned and dried. The new leads were attached to the ins, interrogated, and found to be within acceptable limits. The ins was turned on and programmed, and appeared to have adequate battery life. The ins was then placed into the subpectoral pocket and the pocket was closed. Wounds were dressed and the patient was brought to recovery in good condition. The patient recovered without sequela. In follow-up the patient's vomiting had resolved but she was still experiencing some nausea. The ins settings were increased and the patient was doing well.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the event was unknown but attributed to a lead break. A surgical intervention took place 2011-(B)(6) and both leads were replaced with no problems. The patient required hospitalization and there was no injury.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), explanted: (B)(6) 2011; lead model 435135, serial # (B)(4), explanted: (B)(6) 2011.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), explanted: 2011-(B)(6), lead model 435135, serial# (B)(4), explanted: 2011-(B)(6).

Event description:
It was reported the patient had pain under the right breast which stopped when the neurostimulator was turned off for three days. The symptoms started 6 weeks ago and there was no known accident or incident related to the event. The patient was told the lead was fractured. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), implanted: (B)(6)-2006, explanted: unk, lead model 435135, serial# (B)(4), implanted: (B)(6)-2006, explanted: unk.